Event description:
A hospital alleged 3m¿ curos¿ disinfecting cap for tego® hemodialysis connector, ctg1-270r connected to a male patient's cvc [central venous catheter]. Upon removing the cap, the sponge was in the lumen of the cvc line. The patient's cvc line was replaced.

Manufacturer narrative:
Age or date of birth-race: not provided. Lot and expiration date are unknown. Device manufacture date is unknown. Device has not been received for evaluation. Without a sample available, it is not possible to evaluate the sample for any defects or perform any tests to determine if the device met specification. The instructions for use states, 3m¿ curos¿ disinfecting cap for tego® hemodialysis connectors is a specially designed cap compatible* with tego® hemodialysis connectors.